Manufacturer narrative:
The device was returned and was evaluated upon receipt. The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. Confirmed an intermittent filling function issue related to the faulty manifold. Pressure sensor sensing pressure got -12.5 psi and filling function stopped. Replaced manifold. 45-hour burn-in test performed. Sensor calibration performed. Est test performed. Device passed all testing after repair. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when on patient the arctic sun device was alarming that it was empty despite the bars showing that it was full. Representative came to troubleshoot, drained device and went to refill but it would not refill. Per follow up information received via mail on (B)(6) 2024, it was reported that the arctic sun device came into a bd facility and the following actions were preformed, general maintenance performed, circulation pump replaced, manifold replaced. 45-hour burn-in test performed, sensor calibration performed, and est test performed. There was patient involvement, patient not affected, staff changed the device to another one. Per sample evaluation results on (B)(6) 2024, found the circulation pump less efficiency.

Event description:
It was reported that when on patient the arctic sun device was alarming that it was empty despite the bars showing that it was full. Representative came to troubleshoot, drained device and went to refill but it would not refill. Per follow up information received via mail on 27 sep 2024, it was reported that the arctic sun device came into a bd facility and the following actions were preformed, general maintenance performed, circulation pump replaced, manifold replaced. 45-hour burn-in test performed, sensor calibration performed, and est test performed. There was patient involvement, patient not affected, staff changed the device to another one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.